Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, low battery alert and off no power alert noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and as well as received off no power alarm. The blood glucose level was 102 mg/dl. Customer stated that this is the second occurrence of off no power in less than 24 hours after low battery warning. The product will return for the analysis.